Manufacturer narrative:
The patient was explanted (B)(6) 2014. This report filed september 26, 2014.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain and facial nerve stimulation and subsequently the device was explanted (date not reported). The device has not been made available for analysis as of the date of this report, (B)(4) 2014.